Event description:
Patient was in the ed and was ready for discharge. IV angio cath broke when being discontinued, tip of catheter retained in patient. IV was in place for less than 24 hours. Routine removal of IV for discharge from ed. Rn encountered resistance while removing IV. When removed, noted part was missing. Additional medical intervention required. Md notified, patient admitted, & consult to vascular surgery placed. Pt admitted for evaluation of foreign body--went to or and foreign body was removed successfully. Tolerated procedure well. Pt has since been discharged to home. No difficulty with IV insertion. Staff involved in the event are experienced with this equipment and have not had this type of problem in the past. Manufacturer rep notified of event.